Event description:
Dealer alleges unit shut down and is unable to turn on. 4840 hours on unit. Liter flow is usually between 6-8. Outlets were changed and still no power. No further information provided by dealer.